Event description:
It was reported to the aci sales professional that 5-7 days post catheterization procedure in which mynx was used to close the femoral artery, a 'thin' female patient returned to the doctor's office complaining of a hard, painful knot at the access site. The physician attempted to express the site but was unsuccessful. Reportedly, the patient was sent to surgery to surgically remove alleged sealant. The patient was reportedly admitted overnight and discharged the following day with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.